Manufacturer narrative:
The c/m elbow surgical technique states: "be sure that the two pins are fully engaged. A click should be heard and felt when the two pins are connected. If not, soft tissue is likely trapped between the pin and the implant preventing complete engagement." Operative notes were requested however none provided; it is unk if the pins were initially fully engaged. A definitive root cause cannot be determined with the supplied info. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient received an elbow prosthesis in (B)(6) 2008. In (B)(6) 2011, the linkage holding the ulnar to the humeral sections came loose and backed out. A procedure was performed to re-seat the components; the elbow prosthesis remained implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.